Manufacturer narrative:
Investigation: during customer follow-up, it was discovered that the rn inadvertently used the incorrect filler for the procedure. The rn used an idl filler instead of the tpe filler for this procedure. Investigation is in process. A follow-up report will be provided.

Event description:
The customer reported that approximately 9 minutes into a therapeutic plasma exchange (tpe) procedure, the patient complained of chest heaviness. Per physician's orders, the patient's vital signs were checked and stable, an electro cardiogram (ECG) was performed, and the procedure was continued. Patient's age and weight are not available at this time. Patient's outcome is not available at this time. The tpe set is not available for return because it was discarded by the customer.

Manufacturer narrative:
This report is being filed to provide additional information. Root cause: the root cause for the patient reaction is unknown. Possible causes for the patient reaction include but are not limited to patient disease state and/or patient sensitivity to the procedure.

Event description:
The customer declined to provide patient's age.

Manufacturer narrative:
(B)(4). Investigation: a review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. The run data file (rdf) was analyzed for this event. Signals in the run data file showed that the optia system operated as intended. The machine was checked out at the customer site. Functional checkout of the machine was performed consisting of autotest and saline run. There were no alarms, failures, or malfunctions. The system checked out good for operation and is in accordance with manufacturing specifications. According to therapeutic apheresis: a physician's handbook, adverse events occur during therapeutic procedures with a frequency of 4.8%. Most reactions during apheresis procedures are minor and well tolerated with about 0.3% requiring discontinuation of the therapy. Investigation is in process. A follow-up report will be provided.

Event description:
Patient's weight was obtained from the run data file (rdf).